Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 3 months ago. The patient had a previous ptfe graft in place from a few years ago. There was stenosis distal to the flow divider. It was reported that the bifurcated stent graft was implanted within the ptfe. The stenosis caused an occlusion of the stent graft and required another manufacturer's stent to be implanted followed by ballooning at the flow divider. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention): eval: results: (occlusion), (stenosis distal to the flow divider). Conclusion: (stenosis distal to the flow divider).